Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft migrated and the physician elected to explant the stent graft without attempting to repair with aortic cuffs. The cause of the migration was not reported and it is unknown whether the patient returned for follow-up visits. The explanted stent graft was not returned to medtronic. No additional information was provided.

Manufacturer narrative:
Evaluation results and conclusion: lack of info (the explanted stent graft was not returned for evaluation, no operative reports were received).